Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 40 mg/dl. Customer had symptom of low blood glucose in the middle of the night for weeks. Customer was hospitalized due to low blood glucose and a stroke. Caller was not able to troubleshoot due to customer not being available with insulin pump. Caller inquired on type of battery needed for insulin pump. Caller received assistance and was advised to have customer call back for troubleshooting.